Event description:
Site reported that after inserting the lma airway into a pt, it would not remain inflated due to a pin hole in the pilot balloon. The airway was removed and the pt was intubated. There were no complications or injury to the pt.